Manufacturer narrative:
H.6. Investigation: a device history record review was completed for provided lot number 2010008. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty retained samples of the same lot number were obtained for further evaluation. The retained samples were assembled with a bd discardit 2ml syringe. None of the retained samples showed signs of defective hub connection or leakage during testing. Based on the investigation results, an exact cause related to the manufacturing process could not be determined for this incident.

Event description:
It was reported that the bd eclipse¿ safety needle separated from the syringe and broke apart. Additionally, it was reported that the needle was difficult to attach to the syringe. The following information was provided by the initial reporter: "all the eclipse clips are not sliding in properly in the syringes. They are breaking apart. The syringe detached from the needle because of the fact that the seal. There was a situation when the needle remained in the patient following administration of the im injection. The customer does not practice, he uses the items for personal use" "said the syringe is not slipping into syringe and thinks the luer lok connection is issue."

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd eclipse¿ safety needle separated from the syringe and broke apart. Additionally, it was reported that the needle was difficult to attach to the syringe. The following information was provided by the initial reporter: "all the eclipse clips are not sliding in properly in the syringes. They are breaking apart. The syringe detached from the needle because of the fact that the seal. There was a situation when the needle remained in the patient following administration of the im injection. The customer does not practice, he uses the items for personal use" "said the syringe is not slipping into syringe and thinks the luer lok connection is issue."